Manufacturer narrative:
The investigation confirmed the customer's high t4 result. Upon further investigation of the patient sample, no assay interference factors were detected for the t4 assay. Based on the provided information, a general reagent issue most likely can be excluded. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Event description:
The initial reporter received questionable elecsys t4 assay from one patient sample tested on two cobas e 801 analytical units with serial numbers (B)(6). The initial result was not reported outside of the laboratory because it did not match the patient's clinical diagnosis. The reporter believes that the elecsys t4 assay has interference and that a t4 result strongly above the reference range with normal tsh, ft3, ft4, and t3 results is impossible clinically. The patient sample was rerun on their other e 801 module and a beckman analyzer. The reporter believes that the result from the beckman analyzer is more reliable. Please refer to the attachment pt-81683 in the medwatch for the table containing the highlighted questionable results.

Manufacturer narrative:
The patient sample was received for investigation. The investigation is ongoing.